Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ burette infusion set leaked tpn from the section of tubing that connected to the drip chamber. The following information was provided by the initial reporter: "during hourly checks line with tpn found leaking where the drip chamber and tubing connect. IV tubing removed and given to the educator. Tpn pharmacy informed to send up the new tpn bag as soon as possible. Tpn came up quickly, new tubing primed and tpn restarted within one hour."

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ burette infusion set leaked tpn from the section of tubing that connected to the drip chamber. The following information was provided by the initial reporter: "during hourly checks line with tpn found leaking where the drip chamber and tubing connect. IV tubing removed and given to the educator. Tpn pharmacy informed to send up the new tpn bag as soon as possible. Tpn came up quickly, new tubing primed and tpn restarted within one hour."

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 21105445. D4: medical device expiration date: 07oct2024. H4: device manufacture date:07oct2021. D4: medical device lot #: 21095094. D4: medical device expiration date: 07oct2024. H4: device manufacture date:07oct2021. D4: medical device lot #: 21105039. D4: medical device expiration date: 02sep2024 . H4: device manufacture date: 02sep2021. D10: device available for eval yes, d10: returned to manufacturer on: 29-dec-2022. H6: investigation summary: a complaint of leakage at the drip chamber was received from the customer. A sample was returned for investigation. Through visual inspection, the customer complaint was confirmed. The set had separated at the drip chamber. Possible lots were determined using the smartsite ids. The device history review was completed with these lots. A device history record review for model 10015012 lot number 21105445 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on (B)(6) 2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 10015012 lot number 21095094 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on (B)(6) 2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 10015012 lot number 21105039 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on (B)(6) 2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing plant was notified of this defect. An investigation was performed and the root cause for this damage was determined to be excess amount of solvent being added to the connection site of the drip chamber and the tubing, as well as poor coiling of the product during packaging.